Manufacturer narrative:
Additional information was received which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not using auto mode during their event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 230 mg/dl to 240 mg/dl, 242 mg/dl and 400 mg/dl. Troubleshooting was declined for high blood glucose. The customer reported that they received change sensor alert and sensor updating alert. The insulin pump and the sensor will not be returned for analysis.